Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and noticed brown build up inside the cartridge chemistry (cc) sample syringe barrel. Fse replaced cc sample syringe, wash collar and probe and performed all required alignments for the cc probe, calibrated and ran qc. All values were within range. The system is functioning properly now.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they observed splatter around the mixer wash cup. No one was exposed to the splatter.